Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.